Event description:
This report summarizes one malfunction event. A review of the event indicated that model 5676300 port & catheter, implanted, subcutaneous, intravascular the incorrect size was allegedly identified. This report was received from a single source. Of the one event, did not involve patient. The patients age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation and a photo of the malfunction was reviewed; the investigation is inconclusive for incorrect component, as there was not enough evidence provided to ensure that these cathlocks were indeed included in a powerport clearvue slim implantable port w 6 fr s/l white polyurethane kit. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the one reported event, the device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 5676300 port & catheter, implanted, subcutaneous, intravascular the incorrect size was allegedly identified. This report was received from a single source. Of the one event, did not involve patient. The patients age, weight and gender were not provided.